Event description:
During tlif (transforaminal lumbar interbody fusion) implant removal surgery on (B)(6) 2015, while engaging the calix-t/p inserter with the tlif implant, and beginning to pull out the implant, the threaded portion of the central shaft of the inserter broke off at the tip. The surgeon completed the procedure using a nerve root retractor from a tray of back up instruments. No other implants were placed into the patient. There was no surgical delay and no patient injury.